Event description:
A report was received that the patient will be explanted. No additional information is available at this time.

Manufacturer narrative:
Additional information received indicates that the patient was explanted because he needed an MRI. The MRI was due to other medical reasons that were not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial #s (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm; model # sc-3138-35, serial #s (B)(4), description: phase iii lead extension - 35 cm.

Event description:
A report was received that the patient will be explanted. No additional information is available at this time.